Event description:
It was reported that the patient presented to the emergency room with no pacing and an intrinsic rate of 30 pulses per minute. The pulse generator was interrogated and found to be in backup vvi. A user download was unsuccessful. The elective replacement indicator (eri) byte was checked, and showed that the device had not reached eri. The pulse generator was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Should have been (B) (6) 2009, rather than (B) (6) 2009. Final analysis found no output and telemetry due to a heavily depleted battery. The battery was at end-of-life (eol). After replacing the battery, normal function ensued.

Event description:
The patient underwent the successful coil embolization of the right anterior cerebral artery (aca) aneurysm. Approximately seven months post procedure, another successful re-intervention was performed to treat the reoccurrence of the aneurysm. No other information was provided.